Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the sparks came out from the monitor's screen. Upon troubleshooting, the philips field service engineer (fse) found the short circuit in the dc generation circuit associated with the monitor's power supply. The fse stated that it was not possible for the customer to see the sparks, as the power supply was completely encased in metal casing, that shields the electronic components inside the monitor. To resolve the issue, the fse provided quote for monitor replacement. However, the quote was not accepted by the customer, therefore, no resolution was performed by the philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the short circuit happened in the monitor's power supply and sparks came out from the monitor's screen. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.